Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the ipg site was uncomfortable for the patient as it was in the buttock area. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.